Event description:
As reported by the (B)(4) study, approximately twenty four months after the index procedure, a patient experienced accelerated angina resulting in revascularization to a target lesion. The indication for the index procedure was unstable angina. Angiography performed at that time revealed 100% stenosis to the mid right coronary artery (rca). The lesion was described as 20mm in length, class c, and de novo. The reference vessel was 3.0mm in diameter. A 2.5 x 23 cypher rx stent (lot# 15085104) was implanted at 22atm. The stent was post dilated with a 2.75 x 20mm balloon at 22atm due to stent not fully expanding. A second 3.0 x 18 cypher rx stent (lot#15077636) was implanted at 22atm abutting and proximal to the second stent. The stent was post dilated as standard of care with a 2.0 x 15mm balloon at 22atm. The post residual stenosis was 0% with a pre and post timi of 3. The mid left anterior descending artery (lad) was described as having 90% stenosis, 20mm in length and de novo. The reference vessel was 3.0mm in diameter. The pre-procedure timi was 2. A 3.0 x 33mm cypher rx lot# 15077478) was implanted at 22atm. The stent was post dilated as standard of care with a 3.0 x 15mm balloon at 18atm. A second 3.0 x 23 cypher rx (lot# 15076322) stent was implanted at 22atm due to initial stent not fully covering the initial stent. The second stent was implanted abutting and proximal from initial stent. The stent was post dilated as standard of care with a 3.0 x 15mm balloon at 24atm. The residual stenosis was 0% with a timi flow of 3. At discharge, the troponin I was 0.07 (0.04 ng/ml). There were no procedural complications and the patient was discharged the next day.

Manufacturer narrative:
Addendum: additional information was received regarding (B)(4) 2012 procedure through cec adjudication minutes. Upon close review of minutes, repeat angiography on (B)(6) 2012 revealed 68% isr in the mrca as per angiographic (B)(4) lab report and 80% stenosis isr in the mrca as per catheterization report. In the lad, there was 61% focal body isr as per angiographic (B)(4) lab report while catheterization revealed 50% stenosis and midsegment 90% isr due to underexpansion of the stent in the focal region in the mlad. The event of reocclusion was previously captured at the time of initial report; please find updated f10 codes. The complaint received states that this cypress study patient suffered angina, coronary restenosis, and late stent malposition approximately 2 years post index procedure. This is a (B)(6) male with medical history including dyslipidemia, hypertension, pvd, diabetes and former smoker. The indication for the index procedure was angina with a 100% mid rca stenosis and a 90% mid lad stenosis. In (B)(6) 2010, the index procedure was done to treat two target lesions. The first target lesion was the mid rca. One study stent was placed and post-dilated; however, a second stent was placed to fully cover the lesion. The (B)(4) lab reported a 13% residual stenosis, no dissection and timi 3 flow, with the comment, "sub-occluded rca reopened and stented." The second target lesion was the mid lad. One study stent was placed and post-dilated; however, again, a second stent was placed to fully cover the lesion. The (B)(4) lab reported a 34% residual stenosis, no dissection and timi 3 flow. For the bifurcating 1st septal branch, the (B)(4) lab reported a 0% stenosis pre-procedure and a 75% final stenosis. The post-procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. Repeat angiography in (B)(6) 2012, done for recurrent angina, revealed a 68% in-stent restenosis in the mid rca. The (B)(4) lab reported no evidence of thrombus, timi 3 flow and the comment "target lesion revascularization." For the proximal lad, the (B)(4) lab noted a 61% focal body in-stent restenosis with no evidence of thrombus, timi 3 flow and the comment "focal isr within stented segment. According to paperwork, tlr performed. Tlr images not provided. Target lesion revascularization." Revascularization was completed, using angioplasty and placement of two stents in the mid rca and angioplasty and single stent placement in the mid lad. As pre minutes, catheterization revealed 50% stenosis and midsegment 90% isr due to underexpansion of the stent in the focal region in the mlad. The patient was discharged the following day on dual anti-platelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Stent malposition is a known potential adverse event associated with the cypher stent implantation procedure and is listed in the IFU. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. It is not known if ivus confirmed complete apposition of the stents or if the stents were not completely apposed to the intimal surface of the arterial wall (incomplete stent apposition) during the index procedure. There is a theoretical concern that incomplete stent apposition in the middle of the stent can result in areas of "cul-de-sac" formation with blood-flow stagnation that can predispose the patient to stent thrombosis. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. Animal studies have shown delayed endothelialization to be more common in overlapping stent segments than in non-overlapping stent segments for both sirolimus-eluting stents and bare metal stents. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00511 and 3003742446-2012-00512.

Manufacturer narrative:
Addendum: additional information was received regarding (B)(6) 2012 procedure through revised crf. It was reported that the patient had undergone revascularization of severe mlad isr lesion and 80% isr mrca lesion that was previously unknown. This information does not change any determination/reportability for this file since the code for reocclusion was previously reported at the time of initial report. This is just to update the exact location of revascularized lesions. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00509, 3003742446-2012-00510, 3003742446-2012-00511, and 3003742446-2012-00512.

Manufacturer narrative:
Approximately twenty-four months later, the patient experienced accelerated angina resulting in a revascularization to a unknown target lesion. The lesion was treated with a ptca and the event was reported as resolved the next day. Concomitant medications: aspirin 81mg qd, coreg 125mg bid, glyburide 10mg bid, metformin 1000mg bid, hydrochlorothized 25mg qd, lisinopril 20mg qd, lovastatin 40mg qd and prisolec 40mg bid. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00509, 3003742446-2012-00510, 3003742446-2012-00511 and 3003742446-2012-00512. Complaint conclusion: as reported by the (B)(4) study, approximately twenty four months after the index procedure, a patient experienced accelerated angina and revascularization to a target lesion. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of diabetes mellitus (type ii), history of angina, history of pvd/claudication and smoker. The indication for the index procedure was unstable angina. Angiography performed at that time revealed 100% stenosis to the mid right coronary artery (rca). The lesion was described as 20mm in length, class c, and de novo. The reference vessel was 3.0mm in diameter. A 2.5 x 23 cypher rx stent (lot# 15085104) was implanted at 22atm. The stent was post dilated with a 2.75 x 20mm balloon at 22atm due to stent not fully expanding. A second 3.0 x 18 cypher rx stent (lot#15077636) was implanted at 22atm abutting and proximal to the second stent. The stent was post dilated as standard of care with a 2.0 x 15mm balloon at 22atm. The post residual stenosis was 0% with a pre and post timi of 3. The mid left anterior descending artery (lad) was described as having 90% stenosis, 20mm in length and de novo. The reference vessel was 3.0mm in diameter. The pre-procedure timi was 2. A 3.0 x 33mm cypher rx (lot# 15077478) was implanted at 22atm. The stent was post dilated as standard of care with a 3.0 x 15mm balloon at 18atm. A second 3.0 x 23 cypher rx (lot# 15076322) stent was implanted at 22atm due to initial stent not fully covering the initial stent. The second stent was implanted abutting and proximal from initial stent. The stent was post dilated as standard of care with a 3.0 x 15mm balloon at 24atm. The residual stenosis was 0% with a timi flow of 3. At discharge, the troponin I was 0.07 (0.04 ng/ml). There were no procedural complications and the patient was discharged the next day. Approximately twenty-four months later, the patient experienced accelerated angina resulting in a revascularization to a target lesion. The lesion was treated with a ptca and the event was reported as resolved the next day. The study stents remain implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.